Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had been experiencing discomfort at her ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the patient's ipg was explanted and replaced with a different model. The replacement ipg was implanted at a new location. Surgical intervention resolved the patient's issue.